Event description:
It was reported that after 10 days of use, the console displays the error message 4100 making it impossible to do anything. It took more than 30 minutes to deliver a backup to the patient. The device will be returned for evaluation.

Manufacturer narrative:
H3, h6: we have now completed the investigation for this complaint. A review of the device history showed that this unit passed all acceptance criteria and was compliant upon release for distribution. There were no indications to suggest the device did not meet product specifications nor did it allege any product deficiencies upon release into distribution. Complaint history for the reported failure has been reviewed and shown that in the previous four years there have been further instances. These instances are being monitored to determine if additional actions are required. The device, used in treatment, has been returned for evaluation. A visual inspection found the bottom enclosure to be damaged, the functional evaluation found that the device displayed a 4001-error message, establishing a relationship between the reported failure and the device. This message is displayed when there is a communication error, due to a file corruption within the device¿s memory. The software was re-installed and no further fault was found. The root cause was determined to be software failure. No further actions by smith and nephew are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range.